Event description:
Reporter indicated that pt has experienced an increase in seizures over the past month. Diagnostic testing of pt's device in 5/2002 resulted in high lead impedance reading (dc-dc code 7 and limit), indicating possible device malfunction. The eri (elective replacement indicator) flag was no, indicating that the generator was not at end of service. Previous device diagnostic testing in february 2002 resulted in normal lead impedance readings, indicating proper device function at that time. The pt feels the stimulation. Lead malfunction is not suspected. The physician believed that the generator may be nearing end of service and could no longer be able to deliver the 1.5ma output current as programmed. Further follow-up revealed that the pt fell from a seizure prior to the 5/02 office visit and that bruises on pt's body were observed at that time. It was reported that the pt's motivation was greatly decreased in the past couple of months. The pt's generator was replaced at the pt is reportedly doing well. Diagnostic testing of the ncp system after generator replacement surgery was within normal limits. No x-rays taken prior to generator replacement surgery. Attempts to obtain additional info have been unsuccessful to date.